Manufacturer narrative:
Product analysis: the stent delivery system was not provided for evaluation.there was no deformation evident to the returned dislodged stent. (B)(4).

Event description:
During a procedure of the rca # 4 using a resolute integrity device the guide catheter came off from an engaged position as the resolute integrity device was slightly stuck during delivery. Although two guide wires and a non-medtronic catheter were used it was still not possible to deliver the device to the target lesion. When the device was removed from the patient's body it was noticed that the stent was dislodged. The procedure was completed without implantation of the relevant device. Lesion % stenosis was 90% however no stenosis was present at the proximal end of the lesion site. The vessel exhibited no tortuosity or calcification. No stent had previously been implanted at the proximal end of the lesion. The device had been inspected and negative prep performed prior to use with no issues noted. No resistance was noticed during removal of protective sheath. No resistance was felt with mating devices during the procedure. Resistance was felt when the device was passed through the lesion site and was unable to be delivered because it was weak pushing with gc. The lesion had been pre-dilated twice at 10atm for 20 seconds with 2.0x15mm and 2.5x15 non-medtronic devices. There was no removal difficulty of the relevant device from the patient. Dislodged stent was found in vitro after the device removed from the patient. There was no adverse effect on the patient.